Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 27-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient¿s representative reported that the communicator melted a little bit where they plug it in and now it was not holding a charge. The caller stated that it takes a while to get the bolus and then it says to plug in the communicator. The caller mentioned that the green light would go on but now the light just stays red. When asked for event date, the caller stayed the port melted a while ago but continued to work, but now after a bolus they are getting a message to charge the communicator. A replacement communicator was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory analysis found that the device's micro usb charge port was melted. It also failed the battery charging bench test. Therefore, the device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.